Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced several incidents of low blood glucose levels the customer reported the low blood glucose started on (B)(6) 2017. The customer reported on (B)(6) 2017, she had low blood glucose level of 61 mg/dl which she treated with eating. On (B)(6) 2017 , she had low blood glucose of 53 mg/dl, which she treated with glucose tablets and one regular soda. The customer reported that she has few questions about the insulin pump and sensor. The customer further reported issues related to the belt clip. The customer declined to troubleshoot for the low blood glucose. The customer will be sent two belt clips. There was no indication that the insulin pump over delivered insulin. The insulin pump was not returned for analysis.